Manufacturer narrative:
The clamp was sent to the manufacturer for part analysis. During part analysis it was found that the clamp face was bent on one side and there was debris in the threads of the adjustment screw. As a result, the clamp was difficult to set and release.

Event description:
A medtronic representative reported that the open spine clamp was damaged. No patient was present during the time of the reported incident.